Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored. It was reported that the armada 35 was prepared for use in the anatomy. It should be noted that the armada 35 instruction for use instructs to prepare the device prior to insertion into the patient. Additionally, it was reported that the armada 35 was being used to treat the veina cephalica. It should be noted that the indication for use in the IFU states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Neither of these events appear to have contributed to the reported hub leak.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a narrow, 80-90% stenosed cephalic vein, which was straight but moderately calcified. An armada 35 was prepped with no issues noted. The armada 35 was advanced and air aspiration was performed inside the patient anatomy. The armada 35 was inflated once to 14 atmospheres and a leak was observed. Another same size device was used to complete the procedure. Post-procedure stenosis was 20%. No adverse patient effect was reported and there was no clinically significant delay in the procedure. No additional information was provided.